Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room for an elevated blood glucose level. However, the exact value was not provided. The contact declined to provide additional information and declined tandem technical support from following up with the customer.